Event description:
It was reported by the clinician that a physician in the intensive care unit was placing a catheter. He stated to insert the spring wire guide (swg) and experienced difficulty. At which time, the swg was removed and he found a visual defect to the swg. As a result, another kit was opened and placed successfully. There were no pt complications reported. Add'l info received from the sales representative on 08/10/2009 stated the swg was frayed about 4.5" from the distal j.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: one swg was returned for eval. This swg is not provided with cdc-45703-1a sets. The returned swg was partially unraveled with a kink and a broken core wire at the base of the j tip. The core wire was curved near the point of separation which characteristic of a separation caused by withdrawing swg against the needle bevel. A second kink was observed at the proximal end. Both welds were intact and no pieces appeared to be missing. The product's instruction booklet provided with the kit contains suggested procedures for inserting and removing the swg and warnings to minimize the likelihood of swg damage during use. Specifically, the practitioner is warned not to withdraw the swg against the needle bevel or apply undue force to swg. The device history records for the cdc-45703-1a kit and swg were reviewed with no relevant findings. The report that swg frayed during use was confirmed through examination of the returned sample. However, while it appears that the swg was withdrawn against the needle bevel, the potential cause of this issue cannot be determined since the returned swg is not provided with cdc-45703-1a kits. The device history record review found no evidence to indicate that an incorrect swg was packaged in the kit.